Event description:
It was reported that during a laparoscopic lobectomy, it was observed that the staples were malformed after firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4)date sent: 7/15/2026d4: batch #735d28.investigation summary:the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that one gst45t reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. Additionally, a cecr 45+ orange retainer was received along with the reload. The event described could not be confirmed as the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.a manufacturing record evaluation was performed for the finished device batch number of 788d43 / 22gst45t , and no non-conformances were identified.a manufacturing record evaluation was performed for the finished device batch number 735d28, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.